Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly and had offset coil winds along its length. The unknown substance was observed inside the introducer sheath. Conclusions: evaluation of the returned smart coil revealed offset coil winds along the length of its embolization coil. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, and the smart coil is forcefully advanced against resistance, damage such as offset coil winds may occur. During functional testing, the smart coil was unable to advance through its introducer sheath due to the offset coil winds on its embolization coil. Further evaluation revealed unknown substance inside the introducer sheath. The unknown substance was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using a penumbra smart coil (smart coil), a non-penumbra coil and a non-penumbra microcatheter. It was noted that the patient anatomy was tortuous. During the procedure, the physician successfully placed one coil in the target vessel using the non-penumbra microcatheter. While attempting to insert the smart coil in the y connector, the smart coil was unable to advance at all within its introducer sheath; therefore, the smart coil was removed. The procedure was completed using five additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.